Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and (B)(6) 2015, respectively, and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter was reading inaccurately high compared to another unknown meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the alleged inaccuracy began. The patient reported obtaining blood glucose readings ¿30-35 points higher¿ on the subject meter compared to another unknown meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin and denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿dizzy, confusion and blurred vision¿ but could not recall when these symptoms first began. The patient reported being hospitalized on (B)(6) and receiving hcp treatment of IV glucose. The patient reported testing their blood glucose on a hospital/ER meter but could not recall the result obtained. The patient reported remaining in hospital until (B)(6) 2014. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was hospitalized and received hcp treatment for hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.